Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. The relationship between the increase in seizure activity and vns therapy is unk at this time. It is unk if the increase is above pre-vns baseline. No interventions were planned or taken at this time. Good faith attempts to obtain additional info regrading the reported event have been unsuccessful to date.